Event description:
It was reported to philips that the system was overheating, which resulted the system to shut down. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.